Event description:
A crx clavicle pin was implanted on (B)(6) 2012. One week post-op the implant broke. The implant was not removed and the fracture healed. The patient is dissatisfied with rom, strength, and cosmetic appearance. A revision surgery is scheduled for (B)(6) 2013 to remove callous formation and restore anatomical position.

Manufacturer narrative:
The sonoma crx labeling clearly indicates the surgeon must be familiar surgical procedure. The procedure requires the implant be inserted a minimum of 50mm past the most medial edge of the fracture. Additionally cerclage techniques are recommended when a significant degree of obliquity is encountered in the fracture pattern. The patient had a long oblique fracture. The x-rays confirm that the physician did not insert the implant 50mm into the medial fragment and did not cerclage the obliquity. Our assessment is that as a result of not following the instructions, the implant failed. Following are excerpts from the sonoma crx IFU, lb-0096-k and the sonoma crx surgical technique, lb-0180-j. "The surgeon must be thoroughly familiar with the prosthesis, instruments, and surgical procedure prior to performing surgery." "Determine if a minimum depth of 50mm can be achieved in the intramedullary canal of medial segment from the most medial edge of the fracture." "Under fluoroscopic guidance, introduce and advance the 3mm curved trocar, followed by the 4.5mm curved cutting awl into the medial canal, using +/- 15 degree rotating motions until a minimum of 50mm depth is achieved." "With the fracture adequately reduced, fully advance the crx implant through the u-shaped guide into the entry hole and across the fracture. Confirm positioning with fluoroscopic visualization." "Cerclage techniques are recommended when butterfly fragments are present and/or to provide additional compressive fixation when a significant degree of obliquity is encountered in the fracture pattern."